Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck at carefusion admin application login screen. A field service engineer (fse) attempted to reimage the device as instructed and encountered a black screen. The fse installed a new hard drive and hard drive cable, but the data synchronization was not completed. The fse installed another hard drive and the process was successful. The fse then configured windows server update services as per instruction, could not install eset, cleaned and inspected the unit. The customer tested the functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was stuck at carefusion admin application login screen. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction was affecting the nurse's abilities to dispense medication to patients. However, there were no delay or adverse events or injuries reported based on this event.